Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet system generated an insulin occlusion alarm after the user replaced supplies but reused insulin from a prior cartridge and then attempted another set change without following guidance; the event was characterized as an infusion set and cartridge issue with the infusion set deployed or connected incorrectly. Symptoms included a reported blood glucose value of 314 mg/dl, consistent with hyperglycemia. Outcomes included interruption of insulin delivery and the need for new infusion supplies and fresh insulin. Investigation included a customer interview and troubleshooting during a call. Investigation of this case revealed user technique concerns related to infusion set deployment or connector attachment that likely contributed to the occlusion. It was concluded that the event was related to incorrect infusion set deployment or connection and resolved by replacing the infusion set, cartridge, and insulin.